Manufacturer narrative:
Ge healthcare was contacted by baxter healthcare portugal regarding this event. No further diagnostic or site correction information is available

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1100-9025-000 anesthesia gas machine experienced a malfunction resulting in light anesthesia causing the patient to wake up during the procedure. The report was received from a single source. The reported event did involve a patient. There was no patient information available.